Manufacturer narrative:
(B)(4). The dialyzer was discarded and not available for technical evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Approximately 30 minutes after treatment start the patient presented with shivering, high temperature, muscle cramps, fatigue, and hypotension when using a polyflux 170h dialyzer. The patient received medication (solucortef, perfelgan and saline) for the event. The outcome of the patient was not reported. No additional information is available.